Event description:
Caller reported an issue with incorrect time settings on a device. There was no adverse impact to the customer¿s blood glucose level, as no previous settings resulted in levels outside the normal range. Technical support assisted the caller in updating the pump time and advised monitoring for future discrepancies, with the caller understanding and acknowledging the guidance.